Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the customer that their fms vue connect interface cable was operating intermittently during an unknown procedure. The case was completed with another like device. There were no patient consequences or delays. The device is being returned.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Additional narrative: the complaint device was received and evaluated. Visual observations revealed no damage in the cord or the device itself. The device was connected to a fms pump and a handpiece was routed around the fms vue connect to test its functionality. The testing was repeated for five times by turning the power on to handpiece. As mentioned in the complaint description the fms vue connect did not function properly as intended. There were intermittent operation failures, such as pinch valve being swapped in the fms pump connected to fms vue connect when no power in handpiece or when it is in continuous power. This complaint can be confirmed. Though this failure could be caused due to defect in internal component, a definite root cause cannot be determined for this failure. A DHR review has been conducted on this manufacturing lot and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).